Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2012; a 4196, implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Analysis of the device memory was determined to not be required because physical analysis was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) portion of the right ventricular (rv) lead was exhibiting high impedance, possibly due to fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.